Event description:
It was reported the patient experiences pain and sensitivity at the ipg site. The physician noted there is some movement of the ipg inside the pocket and the tissues may be irritated. The physician will see the patient in six weeks to reassess the pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.